Manufacturer narrative:
Approximate age of device ¿2 years 10 months 11 days. Manufacturer's investigation conclusion: the reported no external power alarms was confirmed via the log file retracted from additional information under (B)(4). The log file contained 240 events spanned from (B)(6) 2018. At approximately 10:48am on (B)(6) 2018 the log file captured a no external power event during which both power cables were captured as disconnected. This event occurred when the controller was being powered by an mpu. At the time of this alarm the log captured a simultaneous drop in voltage across both power cables, suggesting a loss of ac power to the mpu or a disconnect of the mpu's ac power cable. During this event the controller was being supported by the internal backup battery and supported the pump at the set speed, as designed. The event resolved on its own when mpu power was restored. The root cause of the reported event could not be definitively determined. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient experienced a no external power event. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During this event the controllers internal batter supplied power to the pump as designed. The site communicated , "the patient was on a loaned mpu for approx. 72 hours while he was staying with family that live near our hospital due to his ongoing driveline issue during the time this event occurred. We have no documentation in the medical record regarding this "no external power" event or the serial number of the mpu he was loaned." No additional information was reported.